Event description:
During a procedure the subject device was placed into the aneurysm, the power supply indicated that the coil was detached. The physician began to withdraw the coil, and noticed that it was still attached and separated into the parent vessel. The coil was successfully retrieved. The patient is stable and doing fine.